Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. They were unable to confirm the unexpected restart alarm and perform a self test due to an unresponsive keypad. It was noted that the pump was received with moisture damage on the electronics assembly, a corroded motor home switch, a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, and a crack on the display window.

Event description:
The customer reported via phone call that he had an unexpected restart alarm. Customer's blood glucose was 73 mg/dl at the time of the incident. Customer stated that he also had a moisture issue. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was unable to view the alarm history because the keypad was not working. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the unexpected restart alarm was recurring during normal pump use. The alarm did not occur shortly after inserting a new battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.